Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, after the physician cut the mesh sleeves half-way across, the physician encountered difficulty removing the sleeve and subsequently tore the mesh. He was unable to remove the sleeve. The physician completed the procedure with an uphold vaginal support system with no complications to the patient, who was doing well at the conclusion of the procedure.